Event description:
Patient reported that approximately eight months after injection with two syringes of "regular" juvederm in the "side areas of my temples", cheek area, and nasolabial folds, their right side cheek started to swell and there is inflammation. Patient stated their right eye is also "bloodshot when it swells". Patient stated the swelling and inflammation is contained in the "right orbital area to the forehead" and "cheeks". Patient confirmed it is only the right side of the patient's face that is experiencing these symptoms, and the patient's left side of the face is okay. Patient has been treated with hyaluronidase, "steroid shots", and oral prednisone. Further follow up with the injection healthcare professional revealed the patient was injected with 2 syringes of juvederm ultra xc in the cheeks, glabella, marionette lines, and temples. The patient presented to the injector's office 9 months after injection with symptoms apparent on the patient's "whole right face". The patient was treated with hylenex by the injector. Symptoms improve while the patient is taking prednisone and return once the patient is off prednisone.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, swelling, and "bloodshot" eye are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.